Manufacturer narrative:
Concomitant: 576 lead, implanted: (B)(6) 2006.

Event description:
It was reported by the patient's husband that the patient received shocks from their device while at work and in an ambulance. A magnet was applied while in the emergency room and the physician felt the patient's right ventricular (rv) lead needed to be capped. Follow up was attempted to no avail. The lead is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the system was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had elevated sensing integrity counter (sic), noise and oversensing.